Event description:
It was reported that the tip of the catheter separated from the catheter body and remains in the pt. An attempt to remove the tip using a snare was unsuccessful. Surgical intervention is planned.